Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017, during intra-aortic balloon (iab) therapy, an alarm was generated indicating there was blood in the tubing. There were no signs of blood in catheter. The iab was replaced successfully. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). Correction: from: 07/24/2017 to: 07/20/2017 to reflect correct aware date.

Event description:
It was reported that on (B)(6) 2017, during intra-aortic balloon (iab) therapy, an alarm was generated indicating there was blood in the tubing. There were no signs of blood in catheter. The iab was replaced successfully. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that on (B)(6)2017, during intra-aortic balloon (iab) therapy, an alarm was generated indicating there was blood in the tubing. There were no signs of blood in catheter. The iab was replaced successfully. There was no injury or harm to the patient.